Event description:
Patient complained of moderate swelling and possible infection.

Manufacturer narrative:
The patient complained of moderate swelling and possible infection. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant risks signed off by the patient include infection of silicone block or infection of incision, and swelling. On (B)(6)2020, the patient complained of moderate penile swelling. He did not have any fever, chills, or skin openings. He noted that he felt "under the weather," and was worried of possible infection. The patient was instruction to follow-up with photos. On (B)(6)2020, the patient was seen in-office for an exam. The exam revealed a small vesicle that was sent for culture. The patient was prescribed bactroban for treatment. Patient had a follow-up visit on (B)(6)2020 where the small vesicle was examined and noted as "healed." The surgeon notes that the penis has good movement in all directions and is healing well. On (B)(6)2020, the patient had their 6 month in-office follow up where the incision line was again examined and noted as "nice and soft." There were no other complaints regarding swelling or infection after the initial complaint in any follow-ups per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, infection is listed as an anticipated adverse event. The instructions for use (IFU) also identify infection as a potential adverse event, which is communicated to the patient prior to implantation. Swelling is a common and anticipated side effect of any surgical procedure.